Event description:
Account reported that during a vaginal surgical procedure the insert from jaw of the needle holder fractured off into the pt's peritoneum. The insert located in the pt's peritoneum was present on x-ray.